Event description:
It was reported that the device basket part was crunched when deployed. A 2.25mm-3.5mm 190cm filterwire ez was selected for use. During the procedure, when the device was deployed, it was noted that the basket part of the device crunched. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B3 date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The wire returned inside the delivery sheath and the filter bag came back in deployed state. The distal section of the device was deformed at the delivery sheath. No other issues were identified in the device. Functional inspection was performed and during the sheathing/unsheathing test, the filter was unable to sheath due to the sheath condition.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported.

Event description:
It was reported that the device basket part was crunched when deployed. A 2.25mm-3.5mm 190cm filterwire ez was selected for use. During the procedure, when the device was deployed, it was noted that the basket part of the device crunched. The procedure was completed with a different device. No patient complications were reported.